Event description:
It was reported that noise resulting in oversensing was noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable conditional and will continue to be monitored.